Manufacturer narrative:
Returned for evaluation was a 14cm solero probe. A visual review of the device noted the entire ceramic tip fractured at the location to the shaft; tip was not returned. A functional test of the device could not be performed given the condition of the returned sample. The customer's reported complaint description of tip fractured/migrated was confirmed. The sample was forwarded to angiodynamics' oncology engineering for further analysis. Samples were sent to supplier of the semi-rigid component, huber & suhner (h&s), for evaluation and to attempt to re-create this issue and determine root cause. The investigation included review of DHR for component used, fault tree analysis for potential contributing factors and attempts to re-create the failure mode using samples built under controlled conditions. A definitive root cause for the tip fractured/migrated issue could not be definitively determined a review of the lot history records was performed for the reported 14cm solero applicator lot number 17170706 for part number h7877001060030 for any deviations in manufacturing process related to the reported defect of the complaint. The review confirmed that the lot and the associated components used within the lot all conformed to manufacturing processes and testing. The instructions for use, which is supplied to the user with the solero applicators contains the following statement; "the solero microwave tissue ablation (mta) system and accessories are indicated for the ablation of soft tissue during open procedures. Avoid placing lateral forces on the applicator tip during placement or removal. Always use the lowest power and shortest time necessary to achieve the targeted ablation. Inspect the applicator after each ablation. If the applicator appears damaged, utilize another applicator for subsequent ablations. Warning: when placing the device, use the minimum force necessary and take care not to over advance the applicator. Refer to the shaft depth markings to monitor placement depth. Take care to not bend the tip as it may cause damage to the device. Do not energize the applicator unless the active region of the applicator is fully inserted into target tissue. If the applicator is not properly located into the selected tissue, an unintended thermal injury may occur. After each ablation inspect the applicator for any damage. If any damage is observed the applicator should be discarded and replaced with a new applicator." A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Complaint # (B)(4).

Manufacturer narrative:
It was reported that the disposable device is not available to be returned to the manufacturer for evaluation. An investigation into the root cause of this incident is currently in progress. The results of the device evaluation will be sent via a follow up medwatch. (B)(4).

Event description:
As reported to angiodynamics on (B)(6) 2018: an open liver ablation procedure where the doctor was using solero 14cm applicator in segment 8 of liver tumor 3 1/2 sizing. No bending noted, insertion was straight to the liver tissue during an open surgery procedure. Applicator tested ok before ablation started. He had performed 2 previous ablations at 4 minutes at 140 watts. Then performed 1 minute at 140 watts. When the applicator was removed from the patient, the tip of the applicator was no longer attached to the applicator. It remains inside liver tumor. Doctor finished the procedure with a new applicator. It was reported the disposable device is not available for return to the manufacturer for a device evaluation.